Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous admissions for infection were reported in MFR. Report # 2916596-2020-05226 and MFR. Report # 2916596-2020-05223. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient expired due to device related infection on (B)(6) 2020 at home peacefully. The patient had a history of post cardiotomy cardiogenic shock. Corynebacterium treatment from previous admissions was uninterrupted from the time of initial diagnosis until entering unofficial hospice plan. The patient developed resistance which led to frequent readmissions, surgical debridement, and multiple flap procedures without effective source control. The patient was not a transplant candidate. Given the resistance and the infection progression coupled with secondary medical complications, the patient and their family opted to pursue comfort care at home without plans to return to the hospital. Antibiotics were ended as the patient neared end of life. The death was not considered to be device related. The device operated as expected. No autopsy was performed and the device was not explanted. The device will not be returned for evaluation. Autopsy and pump retrieval were not performed.